Manufacturer narrative:
Per -(B)(4) initial report additional information including, x-rays, operativenotes, exact date of primary surgery, whether thepatient presented with any complications that weremaking them unhappy and wanting a revision, andan update on the patient post revision has beenrequested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Cormet revision of the resurfacing cup and head after approximately 15 years as the paient was "unhappy" and wanted a revision. It is unknown at this time whether the patient was experiencing any complications that were causing them to be unhappy. This information has been requested.

Manufacturer narrative:
Per -(B)(4) final report additional information including, x-rays, operative notes, exact date of primary surgery, whether the patient presented with any complications that were making them unhappy and wanting a revision, andan update on the patient post revision was requested in order to progress with the investigation of this event, however, not all information was provided and thus the scope of the investigation was limited. The reason for the revision remains unknown. No device failure or patient symptoms have been reported. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, the reason for revision remains unknown, however, no device failure has been reported. The root cause could not be determined and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Cormet revision of the resurfacing cup and head after approximately 15 years as the patient was "unhappy" and wanted a revision. It is unknown at this time whether the patient was experiencing any complications that were causing them to be unhappy. This information was requested but not provided.